Event description:
It was reported that during a da vinci-assisted surgical procedure the customer was getting a recoverable fault on the system 40106. Caller stated they have a message asking if they want to disable the boom and the cart drive. The technical support engineer (tse) viewed system logs and saw errors 31199/25730/32114/40106 on the patient side cart (psc) boom. Caller stated the surgeon choose to disable the boom and the cart drive. Caller stated after they disabled the boom and the cart drive the surgeon was able to regain control of the instruments and they are continuing with the case. Follow up with customer to schedule service.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed system inspection and performed system wheel status through maintenance mode. Uncovered multiple errors within wheel status between ac_5c and ac_5d. Replaced fiber cable between failing nodes. Retested system wheel status and errors were no longer present. Rechecked logs and no fiber errors present. The fse replaced the fiber optic cable for the backplane. System tested and verified according to procedure. .